Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump received no delivery alarm. The customer¿s blood glucose level was 249 mg/dl at the time of incident. The customer performed a 5.0 unit fixed prime and the insulin did not exit and insulin pump alarmed no delivery. The customer removed the reservoir from the insulin pump and rewinded and ran manual prime with empty pump until piston reaches end of travel and insulin pump alarmed with no reservoir. The customer pushed insulin slowly through the tubing and insulin exits the tubing. The customer reinserted reservoir and ran manual prime until at least 5.0 units and insulin did not exit the tubing with manual prime. The customer reported insulin pump alarmed during manual prime. The customer inserted new reservoir and ran manual prime to at least 5 units and they observe insulin exit the tubing. The customer changed set however the issue did not resolve. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unit was received with cracked case at the battery tube threads. Unit was received with minor scratched display window and case.